Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the guide lost its form. When the catheter passed the guide more of its form was lost.

Event description:
Complaint description: the guide lost its form. When the catheter passed the guide more of its form was lost.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing an unraveled spring wire guide and catheter. The guide wire appears to be unraveled near the distal tip and shows signs of use, but it cannot be determined without the sample to evaluate. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire and catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.